Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2020.(B)(6).the device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor under infused during a patient infusion. The reporter stated that the infusor was flowing at 12ml over 2 hours instead of 20ml.the device was filled with an unspecified medication and the patient was connected via a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event.